Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working well and needed to be replaced. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.